Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The fse dispatch date is 09-nov-2017 and 10-nov-2017.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 10-nov-2017 a field service engineer (fse) replaced the pm401 motor on the b/f wash probe assembly. The fse checked alignments, cleaned, and lubricated the lead screw. The customer ran patient samples to test operation, no further issues occurred. The aia-360 was performing within specifications after completing the repair. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints reported during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, indicates that 4039 wash probe home not found error message is generated when the bf probe motor home sensor remains activated. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a defective pm401 motor on the b/f wash probe assembly.

Event description:
On (B)(6) 2017 a customer reported getting 4039 wash probe home not found error message during start-up with the aia-360. The customer is unable to run patient samples on estradiol (e2), progesterone (prog), luteinizing hormone (lh ii), follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg). On 10-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.